Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that her blood glucose went up to 523 mg/dl. The customer did not receive insulin for several hours because the quick release was not fastened properly and insulin was leaking out instead of delivering. She was nauseous and treated with pens. The device was not returned.